Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had defective tubing. The following information was provided by the initial reporter: during the site visit on (B)(6) 2026, to (B)(6), the following feedback was received along with our observations. (B)(6), a new nurse in the cardiac cath lab, was caring for the patient during a procedure on the dayshift when the event occurred. The vtbi was set to 30 ml, which was the total volume that was drawn up into the syringe by (B)(6). Adenosine was drawn up by (B)(6), rn, from a vial into a bd 50 ml syringe, with 30 ml of adenosine prepared. This is the standard practice, as nursing is responsible for drawing up the adenosine at the bedside; pharmacy is not responsible for this process. At the time of the event, other infusions were also running: standard set up for the procedure is normal saline running on primary IV line on a pump module per protocol at 50-100 ml/hr. Angiomax was running on another primary IV line on a pump module, dosed based on patient weight. Then the adenosine infusion was programmed on the syringe module, and the IV tubing was attached to the distal y site of the normal saline infusion at the port closest to the patient. The tubing for syringe infusions are manually primed by nursing. The adenosine was manually programmed on the alaris syringe module with the following settings: adult profile is used by the cardiac cath lab when programming infusions. Syringe size: bd 50/60 or monoject are options. Medications are programmed using guardrails- adenosine was chosen- only one concentration is available. Programmed amount: 90 mg in 30 ml. Patient weight was then entered. All is enabled for vtbi. Adenosine infusions are set to infuse over 5 min. (B)(6) indicated that when the patient coughed, she paused the infusion but did not use the side clamp on the IV tubing. There was patient involvement, but no patient harm. The doctor was made aware at the time of the event. Event device was sequestered and sent into bd for investigation. However, the IV tubing, bags and syringe were discarded by nursing.